Event description:
A report of overinfusion associated with the use of an infusion pump was received. According to reporter, a 250 ml bag of heparin, concentration unk, set at a rate of 8ml/hr, was hung at 1630 and found empty the next day at 1100. The clinician stated that there was no pt injury or adverse effects associated with this report.